Event description:
User facility reported that when a sample was taken from the venous sample port, the valve leaked after the syringe was removed. The nurse placed a cap on the valve to stop the leak. The pt lost about 50cc of blood. The defective component was not available.